Event description:
It was reported that the pump component of this inflatable penile prosthesis (ipp) was explanted and replaced because it was riding too high in the scrotum near the shaft of the penis. The old device did not have enough tubing and thus migrated. The patient was still able to use the pump but not easily. The new pump was implanted without consequence. No patient complications were reported.

Event description:
It was reported that the pump component of this inflatable penile prosthesis (ipp) was explanted and replaced because it was riding too high near the shaft of the penis. The new pump was implanted without consequence. No patient complications were reported.